Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/18/2017 with the following findings: the complaint could not be duplicated or confirmed. Review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (inaccurate delivery issue). The reporter stated that the patient had a blood glucose (bg) of 18.3mmol/l with nausea, vomiting and mild ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) attempted to contact the patient multiple times without success. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.